Event description:
On (B)(6) 2003, got implants put under the muscle and stayed sick for an entire year. On anabolic, unexplained heart issue unexplained liver disease, unexplained bladder and kidney infections, sinus infections, extreme inflammation issues, skin issues, brain fog, blurred vision, dry eyes, dry skin and symptoms seemed to be worsening with each year.